Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Study event.

Event description:
Device malfunction: unknown. Time of symptoms/ae: after vessel closure. Symptoms/ae: pain, ischemia, occlusion. It was reported that a physician achieved uneventful arteriotomy closure of the right femoral artery with the perclose proglide device after an interventional procedure in 2008. The following month, the patient developed intermittent pain and ischemia to the right lower extremity. An angiogram found that the femoral artery was completely occluded. Complete blood flow was restored with percutaneous transluminal angioplasty and medications were prescribed as needed for pain control. There was no reported adverse patient effects. No additional information was provided.